Event description:
A customer reported experiencing an error with their continuous glucose monitor (cgm), specifically noting cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing detailed instructions for resetting the pump, which successfully resolved the issue, allowing the customer to start their sensor session without further errors.